Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous stent graft. A 27/7/2/100 equalizer¿ occlusion balloon catheter was used to appose the graft. However, during inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 33mmx100cm equalizer¿ occlusion balloon catheter. No patient complications were reported and the patient's status was good.